Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a gradual increase in thresholds and pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.